Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50x28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was then used together with a non-bsc guide but still could not cross. The device was removed and it was noticed that the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported.